Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received resulting in out of insulin alarms announcing earlier than expected. Customer's blood glucose level was over 400 mg/dl.